Event description:
Information received by medtronic indicated that the extension tube of the sheath detached from its stopcock. The patient had st elevation due to air embolism after the detachment; patient recovered at the end of the procedure. The sheath was replaced and the cryoablation procedure was completed.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed the stopcock distal end luer was completely detached from the side port tube proximal end. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.